Manufacturer narrative:
(B)(4). The customer has cancelled the service call so at this time the device is considered to not be available for manufacturer's evaluation. Any additional information that is provided by the customer will be included in a follow-up report. The customer did not provide patient demographics such as age, date of birth, gender, and weight. (B)(4). At this time, carefusion has not received the suspect device component for evaluation.

Event description:
The customer reported while using the 3100a ventilator, the mean airway pressure (map) drifted from 10 centimeters of water (cmh20) to 9 cmh20 and then to 8 cmh20 without cause. The cap diaphragm was replaced to rule out a leak. The reported issue was found during patient use and the patient was switched to another vent. No allegation of patient injury/harm is reported.